Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had infusion set issues and experienced high blood glucose level of 400mg/dl. The customer was assisted with troubleshooting for the high readings. The customer had flu like symptoms. The customer treated with injections. Customer's blood glucose value was 84mg/dl at the time of the call. Customer declined to troubleshoot for high readings. The product will not be returned for analysis.